Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed an unknown error message during the self-test was confirmed during the event log review and during the initial functional testing. The thermogard console displayed tcmid:02 (ce danfoss error) error message due to the defective danfoss module. The wear and tear can be likely attributed to the root cause based on the console's age. The thermogard ivtm console was manufactured in june 2010 and it is 9 years old, well past beyond its serviceable life of 5 years. Upon visual inspection, no physical damage was observed. During functional testing, error message tcmid:02 was noted, thus confirming the reported complaint. A review of the event log was performed and found tcmid:02 error to have occurred on the reported event date. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard console serial number (B)(4).

Event description:
During the self-test, the thermogard xp ivtm system (sn (B)(4)) displayed an unknown error message. The treatment was continued with another thermogard console. No known impact or patient consequence was reported. No further information was provided.